Event description:
On (B)(6) 2004, hysterectomy and bladder prolapse surgery using the "uretex" sling. (B)(6) 2008, surgery for a bladder prolapse again. The "uretex" sling and "pelvicol" were removed. The surgeon used "vicryl" stitches to repair and close. (B)(6) 2009, surgery for complication of (B)(6) 2008 surgery, vaginal constriction. I have severe right groin/pelvic pain. I have pain walking, sitting, bending, getting in and out of bed and turning in bed. When standing I have to be careful how I shift my weight or I get a sharp paralyzing pain that can last several minutes. I am on medication to help sleep, anxiety, stress and depression. I have blood in my urine and a prolapse starting again. The doctors said another surgery may not be possible because of scartissue. Scartissue is causing my pain. Avaulta mesh sling. You issued a medical alert on october 28, 2008.